Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted a keypad failure, resolved by replacing front case with keypad. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure caused by a delaminated keypad. A review of the device history record for sn (B)(4) was performed from 08/08/2019 to 08/31/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported a keypad not working. No patient involvement.